Event description:
It was reported the powerseal's jaw broke during the uberectomy therapeutic procedure. The procedure was delayed by four minutes during sedation when the device was outside the patient. The procedure was completed with an olympus backup device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.